Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that there is a scratch at the distal tip and residue on the distal negative which was leading to a foggy image. After autoclaving and cleaning, there was no signs of moisture or foggy image. This type of event is typically caused by improper/insufficient cleaning or damage to the fiber optics, rod lens system or distal lens seal as a result of being hit by another device and/or mishandling this is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a 2.9 x 158mm 30 degree c-line carpal tunnel scope was used for an endoscopic carpal tunnel release procedure. The scope had been used for approximately 3 procedures at that point. The lens had what appeared to be a crack in the distal tip and moisture was seen on the lens. The view was foggy. Another scope was not available for use. The procedure was completed by converting to an open technique.